Manufacturer narrative:
(B)(4). The device was returned for evaluation. A spike and unspike operation using spike and unspike test set was performed. The reported issue that the cxd was not properly spiking bags was confirmed and duplicated. The spike carriage was revealed to be damaged, preventing the spike carriage from being guided to the spike position after completing the unspike operation. The assignable cause for the reported issue was determined to be due to physical damage to the spike carriage. Baxter has conducted a trend review and found that similar report has been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's global technical service center (gts) requesting a swap of a compact exchange device (cxd). The home patient (hp) stated that her cxd was not properly spiking bags. The baxter technical service representative (tsr) initiated a swap. The cxd was to be returned to baxter for evaluation. There was no patient injury or medical intervention indicated at the time of the reported incident. The swap questions are not applicable because the cxd issue does not affect the home patient's ability to perform peritoneal dialysis therapy.

Manufacturer narrative:
(B)(4). The device has not yet been received but an evaluation is expected. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.